Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak underneath the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at valve vl53d. The fse found the valve was cracked. The fse replaced the valve. The fse verified the repairs were performed per established procedures.